Event description:
The customer contacted stryker to report that their device therapy cable connection damaged. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker replaced the device's therapy connector and therapy cable to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.